Event description:
During a laser ablation of a ureteral stone a gemini basket was used to extract stone fragments. Upon withdrawing the basket, the doctor discovered a portion of the right ureter in the basket. Following the procedure the pt was transferred to interventional radiology, where a nephrostomy tube was placed, and the pt was admitted to the hospital. A first repair surgery was attempted, but was unsuccessful. A second repair surgery 3 days later was for a right ureteral implant with a psoas hitch, and it was successful. The nephroureteral tube was removed, and the ureter was reimplanted into the bladder with a suture. Then a suprapubic tube was placed through a separate stab incision in the bladder prior to closure. This device has not been returned for evaluation. Therefore, a failure analysis is not available and company is unable to determine if the device met its specifications. Directions for use state: "caution: if resistance is encountered while attempting to withdraw the basket into the sheath or the sheath through the scope, do not exert excessive force. Precaution: stones may be too large to withdraw the basketed stone fully into the sheath. Warning: care should be exercised to prevent perforation or trauma of the linings and associated tissue of vessels or ducts...this device should not be directly fired upon by a pulsed dye laser."